Event description:
A malfunction was reported on a customer's pump, but no notable events preceded the issue. There was no adverse impact to the customer's blood glucose level. Customer service provided assistance to reset the pump successfully, and the malfunction code did not recur afterward. The customer was advised to continue using the pump and to report any future malfunctions.